Event description:
It has been reported to philips that upon system start up the allura system's c-arm automatically performs motorized rotation. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm rotated and moved to one side by itself when in standby. Review of the log file showed geo module error. The fse replaced the geo module. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.